Event description:
Based on the info provided, when the surgeon was trying to assemble the screw, the prongs on the distal end of the drivers pulled out. Poly-axial screws were used to complete the case.